Event description:
It was reported that the patient presented to the hospital for a right ventricular (rv) lead implant procedure on (B)(6) 2023. While attempting to implant the lead, it was noted that there was high pacing lead impedance and the physician discovered an acute bend on the lead. After multiple failed attempts, the anomalous lead was removed and replaced without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
Correction h10: a device history record (DHR) review was performed and was found complete.

Manufacturer narrative:
The reported events were high pacing impedance and lead bend. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing. Dimensional analysis of the connector boot was measured within the product specifications. The curvature of the lead distal to the right ventricular shock coil was observed but the curvatures found on the lead body was within specification. Visual and x-ray inspections of the lead did not find any anomalies.